Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The top case was cracked down from handle and right plunger case was cracked. There was a check clutch/plunger lever error in the event history log. Customer stated problem was verified during occlusion tests and technician was able to duplicate reported issue. The root cause of the reported issue was found to be the clutch halves. The technician replaced the clutch halves left and right, leadscrew and spring as preventative measure.

Event description:
It was reported that the check clutch plunger level occurred. No patient injury was reported.